Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization. Customer¿s blood glucose level was 297 mg/dl and they were admitted to the hospital on (B)(6) 2018. Customer advised they experienced ketones, diabetic ketoacidosis and nausea. Customer treated their high blood glucose via manual injections and bolus deliveries.